Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. During a preventative maintenance on (B)(6) 2019, the measuring cell was exchanged and check tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received false high elecsys hcg + beta test system results from the cobas e 801 module analyzer. The initial result was 9.61 u/I and on (B)(6) 2019 the rerun results were < 0.2 u/I (negative). The repeat results were deemed to be correct. Using a different sample the test result was negative. The questionable results were reported outside the laboratory. The reagent lot number was 430916 with an expiration date of 31-jan-2021.